Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a (B)(6) female. Medical history included hypertension and a stroke. Concomitant medications included aliskiren, amlodipine, moxonidine, torasemide, acetylsalicylic acid, dipyridamole, oxybutynin, citalopram and risperidone for unknown indications. The patient received insulin lispro (humalog) cartridge via reusable humapen memoir, as needed subcutaneously, for the treatment of diabetes mellitus, beginning in approximately 2006. The patient experienced hypoglycemia during the months of (B)(6) 2011 under insulin lispro therapy via the humapen memoir. On (B)(6) she was treated by the emergency room doctor. It was reported she was not hospitalized. Treatment measures and lab data were not provided. Reportedly, when she released the dosages from the pen she was unable to recognize the units as they had disappeared (lot number unknown). No additional information was provided. The outcome was recovered. The insulin lispro was continued. The patient operated the pen, and her training status was not provided. The duration of use of the suspect pen was not provided. The suspect pen was returned on (B)(6) 2011 by a pharmacist for investigation. Update (B)(4) 2011: additional information received on (B)(6) 2011 from a pharmacist: the suspect device was returned for investigation. Product complaint number added. No other information was provided and no additional change was made. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database..

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported no units could be seen while dosing her humapen memoir device. She experienced hypoglycemia. Investigation of the returned device (batch number 1006c01, manufactured june 2010) found reset mode errors (dashes in the display) related to the dial sensor mechanical assembly, but the exact root cause of this defect could not be determined. The device was reset per the instructions in the user manual, then tested and met dose accuracy and glide force acceptance criteria. The user would typically be aware of dashes in the display. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. The user manual also provides clear instructions how to reset a pen when dashes are displayed in the dose window. Corrective action - this is the first incident associated with this particular defect wherein root cause could not be determined; therefore, no additional corrective action is planned at this time. There is no evidence of improper use of storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a (B)(6) female. Medical history included hypertension and a stroke. Concomitant medications included aliskiren, amlodipine, moxonidine, torasemide, acetylsalicylic acid, dipyridamole, oxybutynin, citalopram and risperidone for unknown indications. The patient received insulin lispro (humalog) cartridge via reusable humapen memoir, as needed subcutaneously, for the treatment of diabetes mellitus, beginning in approximately 2006. The patient experienced hypoglycemia during the months of (B)(6) 2011 under insulin lispro therapy via the humapen memoir. On (B)(6) she was treated by the emergency room doctor. It was reported she was not hospitalized. Treatment measures and lab data were not provided. Reportedly, when she released the dosages from the pen she was unable to recognize the units as they had disappeared (lot number unknown). No additional information was provided. The outcome was recovered. The insulin lispro was continued. The patient operated the pen, and her training status was not provided. The duration of use of the suspect pen was not provided. The suspect pen was returned by a pharmacist for investigation. Update (B)(6) 2011: additional information received on (B)(6) 2011 from a pharmacist: the suspect device was returned for investigation. Product complaint number added. No other information was provided and no additional change was made.